Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that component c200 was broken off of the system board and was rattling around inside the case. Component c200 is part of the battery charging circuitry and does not impact measurements. No product performance issue was identified related to spo2 and pulse rate, based on the investigation, the customer complaint could not be confirmed.

Event description:
Customer reported, "reads lower than it should compared to another machine. Sometimes it won't pick up at all." No known impact or consequence to patient.